Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently caused the pump touchscreen to crack. Pump was not functional. Customer's blood glucose was within range (value not provided). Customer reverted to using another pump for insulin therapy.